Event description:
The hospital reported an error resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator monitoring board was replaced to resolve the issue. No patient information provided to date after calls to customer 01/20/22 and 01/24/22. Legal manufacturer: (B)(4).